Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged cosmetic damage/cracked pump on (B)(6) 2025. The sc1-cap and reservoir does not lock properly into reservoir compartment during testing. The pump powered up properly after battery installation. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found cracked keypad dome (middle button). The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the functional testing due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Keypad unresponsive was confirmed during analysis and was due to cracked keypad dome (middle button). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the reservoir compartment. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1885 was returned for analysis.